Event description:
It was reported that the patient presented to the hospital with adam-stokes syndrome. Upon examination, it was found that the device was unable to be interrogated. It was also reported that the device may have had premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis indicated that the device had normal depletion and met expected longevity.